Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography for bile stone duct crushing, the single use mechanical lithotriptor v handle broke off after crushing attempts. A surgical delay was reported because the physician could not break the stone. The user facility could not remember the length of delay, and only stated it was not "hours." The procedure was canceled and the stones were not removed. The exact length of surgical delay was requested, as well as the patient outcome; despite multiple attempts, no additional information was received. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the operating wires were withdrawn from both sheaths. The parts were broken at the welded portion. The brazed condition of the broken portion presented no abnormalities. The outer diameter of the broken portion was measured. The result indicated no abnormalities. The basket was also not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, various factors such as the size, hardness or shape of the calculus, or a load beyond the resistance strength was likely applied to the device during the lithotripsy. As a result, the operating pipe was likely broken. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿keep pliers or wire cutters so that you can cut the instrument if it is damaged. Also have the olympus bml-110a-1 lithotriptor ready. Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break, and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. A lithotriptor cannot always crush all calculi captured in the basket. The operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damage shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g., basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.¿ this supplemental report includes information added to d9. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.